Event description:
Pt had a barrier placed on 8/9/96 for a furcation on tooth #3 buccal. Erythromycin was prescribed as the post-operative antibiotic. Oral hygiene included peridex applied to the surgical site with a q-tip for the first 3 weeks, and then brushing with an extra soft toothbrush at the surgical site. The tissue surrounding the barrier became red and puffy, and concern was experessed by the pt's regular dentist that an abscess may have been forming. At approx 5 weeks after placement, the barrier was removed. No abscess was noted, no suppuration was present, and the pt experienced almost immediate relief of symptoms. The periodontist suspects an allergic reaction to either another product, co's product, or the combination of the two, but has no way to verify which one it could be.